Manufacturer narrative:
The reported issues were confirmed and the main cause for the reported damage to be wear from aging; device was over ten years old. The spm in its received state passed all asm pm functional performance testing requirements. The customer did not allege any patient adverse events occurring with the use of this spm. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The customer reported that the syringe module had right and left iui's damage, front/rear housing and carriage assembly damage. Although the customer indicated that the device was "most likely used on patients in its current condition", the module was in the biomed shop for preventive maintenance only and there is no report of any specific patient event or of any patient harm. The customer stated he does not wish to be contacted about this report regarding any further request for information. Although requested there are no additional details provided at this time.